Event description:
It was reported that during the procedure, while advancing a 2.5x18 rx xience xpedition stent delivery system (sds) via femoral access into an unspecified guide catheter, resistance was felt against a non-abbott guide wire, force was applied, and the sds became stuck. The rx xience xpedition was also unable to be retracted over the guide wire, despite applied force, and the rx xience xpedition hypotube shaft separated. The separated distal piece was simply retracted over the guide wire against resistance. An unspecified sds and a new unspecified guide wire were used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the device with the stent implant partially expanded and loose on the balloon. Additional information received indicated that the sds balloon was inflated by the staff outside the anatomy in an attempt to test the device. The stent was not partially expanded or loose during use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.